Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, hardware was removed in a revision surgery on (B)(6) 2022 due to pain. The patient was revised with new tmc hardware. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022 hardware was removed in a revision surgery on (B)(6) 2022 due to pain. The patient was revised with new tmc hardware. Additional information indicates there were no issues with fusion or healing of the bones as the surgeon confirmed inter-operatively that the bones were beginning to fuse. The surgeon also clarified that the patient was experiencing superficial skin irritation from the medial plate and believes the patient has a low tolerance for pain. Upon removal, there were no deficiencies or malfunctions alleged with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no nonconformances or issues during the manufacture or release of the devices were identified that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.